Event description:
On (B)(6) 2012, the pt reported the insulin cartridge leaked insulin into the cartridge compartment of the infusion device. She noticed the leak when she changed the insulin cartridge. She cleaned the cartridge compartment with a cotton swab and allowed the device to air dry for a couple of hrs. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set, cartridge, and adapter were replaced and requested to be returned for eval.